Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the suction tube was kinked. The tubing was rerouted, resolving the reported complaint.

Event description:
The hospital reported the suction unit was not functioning as expected. There was no report of patient involvement.